Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation occurred. The target lesion was located in the mildly tortuous and calcified left anterior descending(lad) artery. A 1.25mm rotalink&#10256;lus was rotablator was used for treatment. During the procedure, the physician canulated the left main with a 6f q4 runway guide catheter. The physician was then able to successfully cross the lesion in the mid lad with the rota floppy wire. Rotablation was then done with the rotalink¿ plus. Subsequently, after the rotablation, a 2.5x32 promus premier drug eluting stent was advanced; however the device failed to cross the lesion. A 2.0x8 otw emerge balloon catheter was then placed on the rota floppy wire for dilatation; however the device also failed to cross the lesion. Several passes were made with the 1.25 burr to further modify the lesion. A cine was then taken and it was identified that the vessel had a perforation in the mid lad. A 2.0x20 emerge balloon was used to contain the perforation. A 2.8x18 non bsc stent was then used to seal the perforation and to complete the procedure. No further patient complications reported.